Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and tvt was implanted. It was reported that she experienced undisclosed injuries following the procedure. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic lysis of adhesions, robotic sacral colpopexy, bilateral salpingo-oophorectomy, anterior and posterior repairs, and cystoscopy. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.